Event description:
Reported status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after crossing the guide wire and performing the ivus, the dca was performed. After eight cuts (1 atm), nosecone cleaning, and 6 cuts (2 atm), the balloon ruptured. So it was changed to a new flexi-cut and the procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summary: product performance engineering reviewed the incident info. It was reported that the target lesion had 90% stenosis, which may have contributed to the balloon rupture. Since the device was able to be prepared for use, and used for several cuts, this failure appears to be related to the circumstances during the procedure; however, a root cause for the reported discrepancy cannot be definitively determined. There is no indication of a lot related quality issue. In this instance, it was determined that the rupture appeared to be related to the operational context.